Manufacturer narrative:
Continuation of d10: product ID hh901d lot# serial# unknown. Product type: mobile platform product ID a820 lot# serial# unknown. Product type: software product ID tm90t0 serial# unknown. Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported since (B)(6) 2019 when the patient received the ptm (personal therapy manager) handset and therapy application the device would deliver her boluses quickly, however, the closer the patient would get to needing a refill the device would start to act "touchy" or get "sluggish." The patient clarified that sometimes the ptm would not want to find the device. Other times the ptm would get stuck at 91% and stay there for a minute or longer. The patient would usually exit the application or restart the handset and try again, and then it would work to deliver the bolus. The patient stated the device was touchy and they were not always successful at the first attempt. The patient stated they seemed to have better luck getting a bolus right away if they laid the handset screen side down and held it close to the pump/communicator. It was confirmed the handset had not gotten wet or been dropped. On friday (B)(6) 2020 the patient encountered the unexpected error code 0x11d944d. The device said "encountered an unexpected error. Contact medtronic tech support. Code 0x11d944d." The patient restarted the device and that resolved the issue. The patient was able to deliver the bolus. The patient would be due for a refill in may of 2020 and planned to watch how the device was operating. The patient planned to report any further error messages if they appeared. No symptoms were reported. Additional information was received via a company representative. The date ofthe event was noted as having been (B)(6) 2020. The patient noticed it was difficult for her to find the pump with her communicator when she attempted to give herself a bolus. It was further noted that it works but takes longer to find the pump. Pump depth and communicator placement was discussed at the time of the report. It was further noted that the patient was seein g an 0x260b59e4 error code on the ptm more than she had in the past (error code 0x11d944d previously reported). Turning the ptm and communicator off and on and attempting again was being considered. It was noted that the patient had did this and it eventually works. Having the patient contact patient services was being reviewed. No patient symptom was reported. On 2020-apr-28, additional information was received from the manufacturer representative (rep). No further troubleshooting has been performed. The patient was referred to patient services. The cause of the difficulty finding the pump with the communicator was not determined. The cause of the error code was not determined. As per tech services; this was a software issue, that error code was common and the only solution was to restart the ptm, which the patient did. The information had been confirmed with the physician. Additional information was received from the patient on 2020-may-18. It was reported that her "ptm doesn't work very well" and she has had to "reset it." The patient gave the event date of "like january" for when the issue started. She stated she has called twice about it and the last time was "a few weeks ago.¿ the issue has gotten worse and she has an hcp appointment on (B)(6) 2020, so she wants to make sure a rep is there because she was told there would be. Then later said she hadn't talked to the hcp office. The patient ¿seemed very confused about her reason for call.¿ the patient was provided the phone number for technical services to give to the hcp at her appointment if the hcp needed assistance. There were no further complications reported/anticipated.